Event description:
The customer contact reported that during preventative maintenance testing at the user facility, unrestricted flow was noted. The customer contact indicated that the unrestricted flow was noted "as soon as the tubing was loaded and the door was shut." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to a broken door handle from a possible impact in the field. A calibrated set was used for testing per the device release specification.